Manufacturer narrative:
Customer indicated that they corrected the account# before informing siemens technical support center. Siemens representative instructed customer to resend patient results to data management system(lis). Customer indicated that they do not have any further issues. This event has occurred due to an operator error.

Event description:
Customer reported that they manually entered incorrect account#(B)(6) instead of account#(B)(6) in patient ID field which was transferred to data management system as unknown. There was no report of injury due to this event.